Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the user noticed the occlusion knob was oscillating/wobbling. The device was not changed out, as the user continued to use the pump. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.